Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Through the investigation it was established that the user also had an issue with this device of the sheath adjuster slipping. Manufacturing records prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1991509 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle tip hitting the cartilage rings of the trachea as per the answer to q.34 of the standard questions leading to the distal tip of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip breaking during the puncture attempt. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was coughed out by the patient. Complaints of this nature will continue to be monitored for similar events.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 16-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke inside the patient during procedure. "As per cc form": the tip of the procore needle detached from the main body and embedded in the patient during routine ebus procedure. A section of the device did not remain inside the patient¿s body. Patient coughed out item the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? N/a, yes, no. No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end no kink observed. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. Yes if no, please specify where the damage is located: the needle broke at the notch end. 6. Was gaining access to the target site difficult? N/a, yes, no. No. 7. Was the device used in a tortuous position? N/a, yes, no. No. 8. Was puncture of the target site difficult? N/a, yes, no. No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/k. 10. Please describe the size of the intended target site. Lymph node 10mm. 11. If not with the device in question, how was the procedure performed and/or finished? N/a. 12. Was the device damaged in packaging prior to removal? N/a, yes, no. No. 13. Was the device damaged on removal from packaging? N/a, yes, no. No. 14. Was force required to remove the device? N/a, yes, no. No. 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. See above. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Hitachi pentax ebus scope. 21. Was resistance felt while inserting the device through the scope? N/a, yes, no. No. 22. Was the scope recently serviced / repaired? N/a, yes, no. No 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. Yes. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. No. 28. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. No. 29. How many samples were obtained (passes completed) with this needle? N/k 30. Did any section of the device detach inside the patient? N/a, yes, no. Yes the tip of the needle below the notch. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Yes. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes.